Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was ins emergency room due to hyperglycemia on (B)(6) 2019 with blood glucose value of 1300 mg/dl. Customer's other blood glucose value was 180 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin drip during hospitalization. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the symptoms related to high blood glucose such as abdominal pain, dizziness and vomiting. Customer was not alleging insulin pump was under delivering. Customer was unable to complete carelink upload. The device will not be returned for analysis.